Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. B3: date of event is an estimation. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1. Roughly six-month post procedure, echo was performed and showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr had also increased to a grade of 4. On (B)(6) 2019, a second procedure was performed to treat mr with a grade of 4. Two additional clips were implanted to stabilize the previously implanted clip, reducing mr to a grade of less than 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of recurrent mitral regurgitation (mr) is listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and a definitive cause for the reported single leaflet device attachment (slda) slda could not be determined. The patient effect of recurrent mr appears to be related due to slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.